Event description:
A distributor on behalf of a healthcare facility in south korea reported that five rt266 infant dual-heated evaqua2 breathing circuits failed the leak test before use. There was no patient involvement.

Manufacturer narrative:
Ps313588 d4 lot numbers: device 1: 2100624558 device 2: 2100592962 device 3: 2100701786 device 4 & device 5: no lot number method: the five complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and pressure tested. Results: for all five devices, visual inspections showed no signs of damages to the breathing circuits. The pressure tests revealed that device 2, device 3 and device 4 were within specification, while device 1 and device 5 did not pass the pressure tests. Device 1 was found to be leaking from the swivel, while device 5 was found to be leaking from the swivel duckbill. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). Lot number (qty): 2100624558 (2 units), 2100592962(1 unit), 2100701786 (2 units). The complaint rt266 infant dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(4) reported that five rt266 infant dual-heated evaqua2 breathing circuits failed the leak test before use. There was no patient involvement.